Event description:
It was reported that on (B)(6) 2012 the patient underwent c5-7 fusion. During the hospital stay, the patient's blood pressure was very high. Patient was discharged the next day. Patient began physical therapy, and then developed bad headaches. An MRI was performed, and the surgeon suggested surgery at c3-c4 due to stress. The patient underwent surgery on (B)(6) 2012 and was discharged the same day. On (B)(6) 2012 the patient presented to the hospital with leg pain and trouble walking. Another MRI was performed and the surgeon recommended a third surgery. The patient reportedly underwent "medically unnecessary, experimental" spines surgeries where medtronic hardware consisting of cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted.

Manufacturer narrative:
Brand name: unknown hardware, infuse bone graft. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010, patient underwent for an MRI of the lumbar and cervical spine. The MRI stated at the t12-l1 and l1-l2 levels as well as the l2-l3 levels, the intervertebral discs are normal. At the l3-l4 level, there are endplate degenerative changes. There were posterior osteophytes and there were facet degenerative changes. There was no evidence for significant central canal or neural foraminal narrowing. At the l4-l5 level, there was only minimal right neural foraminal narrowing. At the l5-s1 level, the intervertebral disc is normal. There were mild facet degenerative changes. On (B)(6) 2010: patient was referred to a neurosurgeon. On (B)(6) 2011, the patient had an injury at work. And, patient undewent a CT of the cervical spine without contrast, a CT of the head without contrast, and an x-ray of the elbow left ap lateral and obliques where the impression of the x-ray of the elbow had negative findings. The impression of the CT of the head stated no acute abnormality of the brain was seen without evidence of intracranial injury. The impression of the CT scan of the cervical spine (which included axial scans throughout the cervical spine) was described as a partial fusion of the c4 and c5 vertebral bodies. There was mild/moderate disc space narrowing at c5-c6 and c6-c7. No fracture was seen. No significant prevertebral soft tissue swelling was seen. There was anterior and posterior disc margin spurring, most prominent c5-c6 and c6-c7. There was moderate left-sided neural foraminal narrowing at c3-c4, moderate right-sided narrowing at c5-c6 and moderate bilateral neural foraminal narrowing at c6-c7. The final impression for the CT scan of the cervical spine on (B)(6) 2011, was degenerative changes. No fracture. On (B)(6) 2011: the patient underwent MRI of the cervical spine without contrast and an MRI of the left shoulder without contrast for neck and left shoulder pain. On (B)(6) 2011: the patient was assessed by the doctor with following comment- severe restriction of the cervical spine range of motion due to pain and that all movements of the neck were extremely painful. The sensory examination showed clear sensory parenthesis all the way from c6 and c7 predominantly and even somewhat c8 distribution as well. Patient's MRI revealed a congenitally fused segment of c4-c5. There is a large disc herniation of c4-c4 and a large disc herniation of c5-c6 and c6-c7. The axial images show there is a complete foraminal stenosis at c6-c6 bilaterally, complete foraminal stenosis at c7-c7 bilaterally and on the c3-c4 it is on the left side. On (B)(6) 2012: the patient underwent a cervical spine surgery on c6-c7. The patient was implanted with rhbmp-2/acs. Post-op, patient allegedly developed severe headaches. And, patient also underwent MRI. On (B)(6) 2012: the patient underwent cervical spine surgery on c3-c4. The patient was implanted with rhbmp-2/acs. On (B)(6) 2012: patient was rushed to ER due to severe leg pain and trouble walking. Curently patient alleges that he is now permanently disabled, disfigured, harmed, immobile and in constant pain. He continues suffer ing to this day from severe neck pain, back pain, radiating arm pain and headaches. He does not sleep and at times becomes severely depressed. He does not function the way he once did before surgery.